Event description:
(B)(4). Implanted with essure in 2008. Ended up with 3 coils. Location of coils are left fallopian tube and 2 in my peritoneal cavity with one by my l4. Symptoms include headache, pelvic pain, back pain, hair loss, fatigue.